Manufacturer narrative:
A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi calibration value from 282 to 274. Following recalibration, the device passed the 30 psi occlusion pressure test with a measured value of 23.200 psi, which is within specification. CAPA-15 was initiated to investigate the root cause for this failure mode. Reference to complaint #: (B)(4).

Event description:
Returned on rma17390 for preventative maintenance. During service this device failed the 30 psi occlusion test at 19.220 psi. The passing specification for the 30 psi occlusion test between 22 psi and 38 psi.